Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer received a bunch of purewick female external catheter in a zip lock bag but not the purewick package that had the directions for use on it. Per additional information received via email on 23nov2022, it was reported that the purewick female external catheter came in zip-log bags rather than packaged individually. While these were not sterile, they were considered clean, and storing them this way could affect their cleanliness. This was not normal, there was no plan to change the packaging, and they were working with medline to return the product.

Event description:
It was reported that the customer received a bunch of purewick female external catheter in a zip lock bag but not the purewick package that had the directions for use on it. Per additional information received via email on 23nov2022, it was reported that the purewick female external catheter came in zip-log bags rather than packaged individually. While these were not sterile, they were considered clean, and storing them this way could affect their cleanliness. This was not normal, there was no plan to change the packaging, and they were working with medline to return the product.

Manufacturer narrative:
The reported event is inconclusive, due to poor sample. A photo sample was returned showing multiple purewick female external catheters in a clear plastic bag. As it is unknown if this is how the product was received by the customer, the reported event is inconclusive. Potential cause of the failure is incompatible packaging and ink material - printed label fades or rubs off. Inadequate label contents. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. As labeling would not have contributed to the reported event, it is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.